Event description:
It was reported that during routine generator change out procedure it was noticed that the right ventricular (rv) lead legs were switched in the device header. The positive high voltage pin in the negative port and the negative high voltage pin in the positive port. The field representative, however confirmed the patient never received shock therapy. In addition, it was reported that the shock impedance measurements were greater than 200 ohms, which is out of range for this lead. During connection with the new generator, the physician noted the leads were difficult to insert and attempted several times until ultimately a successful connection was achieved. A defibrillation threshold (dft) test was then performed through the new generator, yielding an in range, rv shock impedance measurement of 67 ohms when programmed rv coil to can. The implantable cardioverter defibrillator (ICD) was successfully explanted and replaced. The rv lead remains in service at this time. No adverse patient effects were reported.